Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery under general anesthesia to excise the excess skin and for removal of the abutment on (B)(6) 2016.